Event description:
The core micro drill was sent for evaluation because it was overheating during an ortho knee procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated as the device had no power. Corrosion of the internal components were identified as the probable cause of the overheating reported.